Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received an inaccurate fill estimate. Reportedly, the customer injected 300 units of insulin into the cartridge and the pump fill estimate appeared to "reduce down" until the pump declared out of insulin. The contact reported that there should be more insulin in the cartridge. The customer declined to load a new cartridge at the time of the report and declined further troubleshooting. Customer reverted to manual injections. Customer's blood glucose was 200-300 mg/dl.